Manufacturer narrative:
The customer returned their glidescope avl video monitor, two glidescope titanium video cables, a glidescope lopro t3 blade and a glidescope lopro t4 blade for evaluation. The technical service representative evaluated the returned items and was unable to duplicate the reported issue. When video cable was manipulated the image produced was stable and clear with good color rendition. One of the returned video cable was visibly kinked, however the kinks did not impact the performance of the device. Due to the kinking of the cable the customer was advised to replace the video cable. The video monitor, video cables, and blades were returned to the customer for use. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure using, glidescope titanium video cable, the image was intermittent with green lines when the video cable was manipulated near the blade connector. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.